Event description:
It was reported that bd pump alaris infusion set had flow issues. The following information was received by the initial reporter with the following verbatim it was reported by customer that tubing would not prime.

Manufacturer narrative:
The customer reported the tubing would not prime, and returned one sample of material 2260-0500, lot 24055650. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water by gravity, and was able to be infused. The complaint could not be verified. No other issues or abnormalities were found with the tubing. The testing was done with a normal saline bag. The root cause for the issue could not be found without a replicated failure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.